Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose level of 230 mg/dl. The customer was treated with intravenous saline and insulin, and was released from the ER 19 hours later with no permanent damage. The cause for the reported issue was unknown. Recommendation was made to discuss diabetes management with a health care professional.